Event description:
Reporter alleges the pt had encapsulation and had an open capsulectomy with replacement. Reporter also mentions rupture, although it is unclear if the rupture occurred with the pt's dow corning set of implants.